Manufacturer narrative:
Evaluation of the returned device discovered the anterior cuff was missed. There was no needle strike mark on the anterior foot. The cuffs, link, needle tip and monofilament were not returned with the device. The plunger was reinserted and the needle trajectory, needle depth and push mandrel travel were acceptable. We were unable to determine the root cause based on the investigation findings. No mfg issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. The two perclose proglides #2 and 3#, part# 12673-03, lot# 60130-6h is being filed under separate medwatch MFR numbers.

Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae none. It was reported that a physician trained in the use of a proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, when the physician pulled the needle plunger, out, no suture was present. The device was removed and a second and third proglide devices were attempted with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was available.